Event description:
It was reported that a lead integrity alert (lia) triggered due to sensing integrity counter (sic) and pacing impedance fluctuation on the right ventricular (rv) lead. It was noted that the impedance jumped on two different days. The physician manipulated the lead around the yolk and produced high impedance readings. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.